Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician mentioned faradrive valve was introducing air. Upon inserting the farawave catheter and aspirating, significantly more air bubbles than usual were present. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed. It was further reported there were excessive bubbles observed upon aspirating in the syringe. The guidewire was within the farawave upon insertion. Pressure bag was connected to the faradrive for the irrigation of sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician mentioned faradrive valve was introducing air. Upon inserting the farawave catheter and aspirating, significantly more air bubbles than usual were present. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed.